Event description:
On all PICC insertions with the cook piccs they are experiencing significant issues with the abrupt transition of the dilator and sheath which is causing severe patient discomfort and trauma to the vessel and skin. No part of the devices remained inside the patients. Six of the patients required removal of PICC catheters and treatment of dvt (1820334-2013-00489) (12 patients in total - see also 1820334-2013-00490 for info relating to the other 6 patients). The initial reporter did not advise of any adverse effects to the patients.

Manufacturer narrative:
No product will be returned per info supplied by the customer. Incoming inspection of urethane winged extension for double lumen pic lines checks that the surface is clean and free of imperfections. This product is shipped with an IFU which states warnings, precautions and instructions for use. We are inconclusive as to why this failure mode occurred. The appropriate personnel have been notified and we will continue to monitor for similar complaints. No add'l actions required at this time. Per (B)(4), add'l action is not required at this time based on the associated risk.